Event description:
It was reported that the device powered off by itself. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed system pcb assembly at the failure analysis center. Physio was unable to duplicate the reported loss of power failure; however did observe several instances of an event code that is potentially related to the reported failure. The conclusive cause of the reported failure could not be determined.